Event description:
A report was received that the patient will undergo a pocket revision procedure due to the ipg being tilted, which was impacting her ability to charge. An x-ray confirmed that the ipg was placed straight up and down in the patient's right buttock and was not conformed to her curvature.